Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the patient had an immune reaction to the components of the valve from an underlying physiologic predisposition. No additional adverse patient effects were reported.

Manufacturer narrative:
Citation: francis e. Ezekwueme., et al. Autoimmune reaction and the management of recurrent bioprosthetic pulmonary valve dysfunction. The journal of the american college of cardiology 29; 30:105142 2025. 10.1016/j.jaccas.2025.105142. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 31-year-old female patient who underwent pulmonary valve replacement using a medtronic 27mm mosaic bioprosthetic valve. It was reported that 2 months post implant, the patient developed hand swelling, low-grade fevers, and night sweats. An echocardiography performed showed moderate pulmonary regurgitation and right ventricular dilation. It was reported that allergy testing of various components of the valve revealed mild reactivity to both the valve frame and the valve leaflets and demonstrated 2+ positivity to molybdenum. It was stated that the patient also developed urticaria and pruritus, medications (corticosteroids, antihistamines , immunosuppressant) were given. Echocardiography performed in subsequent weeks demonstrated decreased pulmonary regurgitation and stenosis. No further information was provided pertaining to medtronic products.